Event description:
A customer reported to baxter (B)(4) of a flo-gard administration set that leaked an unknown medication during an infusion for a patient. A colleague infusion pump was being utilized. Their was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported three (3) flo-gard sets that all had leakages. Only one (1) actual sample was sent in for an evaluation. Visual inspection revealed that the slide clamp was in a close position. Approximately 1 cm beyond the slide clamp, part of the tubing was found chewed with a hole in it. The administration set investigation confirmed the reported damaged tubing at the level of the portion of the set that is inserted into the pump. The exact root cause of the problem is unknown. Since the other 2 samples were not sent in for an evaluation, the condition cannot be confirmed; and the cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review cannot be performed since there was no lot number provided. This is a product not distributed in the us and does not have a 510k number.